Manufacturer narrative:
(B)(4). D6a. Implant date: between jan 1, 2008 and dec 31, 2015. G2. Report source: italy. Product has not been evaluated as it has been determined the event is not related to device. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: comparative study of fitmore and cls stems in total hip arthroplasty: midterm clinical and radiographic outcomes. F. R. Evola; a. Caldaria; l. Costarella; a. G. D¿amico; v. D¿agata; m. Vecchio; g. Sessa. Musculoskeletal surgery. Pages(1-9). 2025. Https://doi.org/10.1007/s12306-025-00885-x.

Event description:
On 10-jun-2025, a journal article was retrieved from musculoskeletal surgery (2025) that reported a retrospective study from italy. The purpose of the study was to compare the radiological and functional outcomes of short stem and traditional stem during midterm follow-up. The study reviewed a consecutive series of 50 hips/50 patients using a fitmore stem and 50 hips/50 patients using a cls stem, between 2008 and 2015. The surgeries were performed by a single surgeon using an anterolateral watson-jones approach and a press-fit technique. The indication for revision/surgery was idiopathic or secondary osteoarthritis of the hip, avascular necrosis of the femoral head, moderate hip dysplasia (crowe 1°¿2°), rheumatoid arthritis, previous slipped epiphysis of the femoral head, or perthes disease. The study population had a mean age at time of surgery of 57.0 ± 8.4 and 56.6 ± 10.9 years; 28 males/22 females for the cls group and 19 males/ 31 females for the fitmore group. Follow-up was conducted at one month, three months, six months, twelve months, and annually thereafter with a mean length of follow-up of 8.4 ± 2.1 years in the cls group and 7.6 ± 2.2 years in the fitmore group. A journal article reported two patients within the cls group had superficial wound infections that were successfully treated with antibiotic therapy. Diligence is completed and no further information on the reported vent has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.